Event description:
It was reported via repair work order that the scale was inaccurate due to load cell damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order and device will be repaired once parts are received.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was performing to specification and there was no product malfunction.

Event description:
It was initially reported that the scale was inaccurate due to load cell failure. However, investigation determined there was no alleged malfunction and the unit was performing to specification.